Manufacturer narrative:
Investigation outcome: analysing the sequence shows that: the device was in standby mode (line 160). 4 minutes later, the device detected a talls_alarmmonitordefect issue (line159). Due to the problem detected by the alarmmonitor, the device entered protection mode and reported an ambient failure (tfabpg_breathmonitoringticktimeout, tfalls_ambientfailuredetected, tfaalr_watchdogfailedlls). The control board has been replaced by the technician on site and the control board was returned to hamilton medical ag. It arrived in an esd bag and shows no visible damage. The control board was mounted in a device and left to run in order to verify if the issue was present and reproducible. No issues occurred. The errors could not be reproduced with the returned control board. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the device switched to ambient mode while it was in standby mode. According to the complaint, a patient was involved however no harm was reported.